Event description:
Customer reports that he obtained a device and lancet device from his dr. He reports that when he removed the lancet cap to put a lancet in, he accidentally punctured his skin due to a lancet already present in the device. No medical treatment was sought. Requested return of suspect device and replacement was sent.